Manufacturer narrative:
A ge repair rep performed an onsite investigation. The single board computer and the system disk were ordered. No further repair info is available.

Event description:
The customer reported that the system displayed a communication error message. No pt injury was reported.